Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. There was evidence of contamination found under the down arrow and contrast key contacts. There was visible moisture in the battery compartment. During a leak test a battery compartment crack was found. The pump case was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient stated that after swimming with pump, she tried to program a bolus from remote and received the message 'bolus canceled due to button press' and she did not press pump buttons. The patient stated she tried multiple times with same result, and then tried to program bolus on pump and buttons not responding. The patient alleged keypad is intact and moisture present in battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.